Event description:
Additional information was received from the patient via a company representative who reported that the patient stated that they were having the pump explanted but it wasn¿t scheduled yet. Per the reporter, they had not heard back from the patient about the pump alarming since that day, but the patient was going to call if they needed anything.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving saline (pfns, pbs) via an implantable pump for non-malignant pain indications for use. It was reported that they had magnetic resonance imaging (MRI) yesterday and the pump stalled. The patient stated that they just stopped using the pump and it just has saline in it, so they did not have a pain pump doctor. The patient mentioned that they used the personal therapy manager (ptm) which displayed the alert of motor stall and confirmed the pump was still beeping. The patient asked if a medtronic representative could come to the hospital to help silence the alarm. The agent reviewed considerations and redirected to healthcare provider. Additional information was received from a company representative (rep) stated that the patient had magnetic resonance imaging (MRI) yesterday and pump was read today, and it was still showing a motor stall. The pump was delivering saline and was programmed to minimum rate. The patient has been hearing the alarm since earlier today. The agent stated that reviewing the pump will take much longer to recover at min rate but typically would be recovered by now. The pump was delivering saline and was not being managed currently. The rep will have the patient recheck pump with ptm to see if has recovered tomorrow.